Manufacturer narrative:
Visual inspection: the device was returned with the plastic handle fractured from the device. Confirming the event. Additional visual inspection was performed as part of the material analysis report. A material analysis has been performed. The report concluded: "the handle fracture initiated in fatigue, indicating that the part failed through repeated use. No material or manufacturing defects were observed on the device features examined." Material analysis found the handle fractured in fatigue and found no evidence of material or manufacturing defects on the device features examined. Based on the age of the device it is determined the device has reached the end of its useful life. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the dall miles cable passer handle broke in the case. Doctor was able to complete the surgery without any issues.

Event description:
It was reported that the dall miles cable passer handle broke in the case. Doctor was able to complete the surgery without any issues.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.